Event description:
The customer complained of a discrepant high glucose result for 1 patient from accu-chek inform ii meter serial number (B)(4) compared to the laboratory result and accu-chek inform ii meter serial number (B)(4). At 07:35 am the qc was acceptable. At 09:39 am, a sample was collected and the glucose result from the laboratory was 169 mg/dl. At 09:52 am, the glucose result from meter serial number (B)(4) was 467 mg/dl and the customer did not feel was correct. At 10:01 am, the glucose result from meter serial number (B)(4) was 144 mg/dl and was believed to be correct. There was no adverse event. The patient was not treated based on the meter results. There was no patient information provided by the customer. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with retention strips. Quality control material was tested with the returned meter and retention strips from lot 477202. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 40, 40, 41 mg/dl, level 2 ¿ 276, 277, 280 mg/dl . All results are within acceptable range. The product performed according to the specifications. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.